Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/10/2016, that on (B)(6) 2016, the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The reported event not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. A review of the downloaded data log did not find any errors related to the customer complaint. The reported event that the receiver ceased to function was not confirmed because the receiver kept perpetually rebooting. A root cause could not be determined.